Event description:
Customer advised that a patient developed a recurrent hernia 12 months following initial repair. Surgeon opined that the defect occurred due to a potential hole in the mesh. The patient was returned to surgery for repair.

Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.